Manufacturer narrative:
(B)(4). Firing trigger teeth; pinion axle support. The analysis results found that the tsw35 device was received disassembled and without a reload present. The integrity of the internal components was verified and the trigger post and the pinion axel support were found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis and the device was returned disassembled. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, the device was being used and while firing it the screws from the handle side of device has been opened or unscrewed. Due to which whole device has been opened during the procedure and cannot be used further. Unknown how case was completed. There were no adverse consequences for the patient.